Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Device history record for model 72213n lot 19116196 shows that the set was manufactured on 19 november 2020 with a total of 7,203 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported that the secondary tubing snapped in two pieces during priming. There was no patient involvement.

Manufacturer narrative:
Report source: director - supply chain. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the secondary tubing snapped in two pieces during priming. There was no patient involvement.